Event description:
It was reported that intermittent occlusion alarms occurred. The event did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. No additional assistance was deemed necessary, and the case was closed by technical support.